Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no motor movement alarm during testing. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump received drive count or time values or changes incorrect for moving or coasting. Too slow or too fast. The customer¿s blood glucose level was unknown. The customer was assisted with displacement test but pump error occurred during rewind. The product will be returned for analysis.